Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during an esophagogastroduodenoscopy (egd) with peg placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the tube was being pulled to the stoma site, the catheter sheath broke inside the patient. Everything was retrieved and no parts of the device were left inside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no harm to the patient.

Manufacturer narrative:
A visual examination of the returned device revealed that the device had separated into two pieces. The sheath was split as though by a sharp object. It was noted that the condition of the returned unit was consistent with the complaint incident the button tube delivery system became detached/separated. Based on all gathered information, the most probable root cause is "operational context". A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during an esophagogastroduodenoscopy (egd) with peg placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the tube was being pulled to the stoma site, the catheter sheath broke inside the patient. Everything was retrieved and no parts of the device were left inside the patient. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no harm to the patient.